Manufacturer narrative:
The investigation into the exam application error message on the ingenuity CT system determined that loss of visualization occurred after cement injection had already been completed, and the operator appropriately paused the procedure. Post-scan cement detection is a known and documented risk associated with the cementoplasty procedure and is not indicative of a device malfunction. Further investigation identified debris deposition on the slipring as the cause of the application error message. This condition was resolved following a thorough cleaning of all slipring contacts. Based on the investigation findings, there is no evidence that the device caused or contributed to the alleged harm. Therefore, this event does not meet the criteria for reportability, and the reporting determination has been updated to non-reportable. The codes were updated based on the investigation outcome. Device problem, patient outcome, and health impact codes were corrected.

Manufacturer narrative:
We have not completed our investigation of this event. Upon completion, we will submit a follow-up emdr report. Internal cross reference: complaint (B)(4).

Event description:
Philips received a report indicating that during an interventional cementoplasty procedure, the CT system intermittently generated an error message, interrupting the scan. During the procedure, the error caused the system to close and restart the examination, resulting in a delay in image acquisition. Due to the interruption, a portion of the injected cement could not be adequately visualized and subsequently migrated into the patient¿s inferior vena cava (ivc).